Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat two lesions in the proximal left anterior descending (lad) artery. Lesion one was treated and the ivl catheter delivered 30 pulses at 6 atmospheric pressures (atm). One stent was successfully placed. Lesion two was treated with 40 pulses at 6 atmospheric pressures (atm). Two stents were successfully delivered. Myocardial infarction (mi) occurred along with chest pain on (B)(6) 2024, one day after the ivl treatment, prior to discharge. A review of the angiogram revealed a side branch loss during percutaneous coronary intervention (pci). The patient was treated with ticagrelor and aspirin. After stabilization, an EKG (electrocardiogram) was performed, showing no abnormalities and stable vitals. The patient was discharged the following day, (B)(6) 2024. The clinical site has determined that the relationship of the mi and chest pain to both the study and procedure was probable/definite.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of mi and chest pain could not be definitively determined based on the information available. No ivl malfunction was reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria before shipping.